Event description:
In march picked up a pair of trial contact lenses and used their renu solution to put them in. Seven days later, I came down with a sudden redness in my eye that progressively got worse. I went to my medical dr. Who treated me with an eye antibiotic and augmentin for sinus on the day after the event. Three days after event day I was treated in the emergency room for what appeared to be an optical cellulitis. I was given oral and intravenous antibiotics and eye drops. Went back to the ER on sunday for a shot of antibiotics and was seen by an ophthalmologist. He said I needed an ent to treat the sinus infection. He changed my eye drops. Two days later the infection was going into the other eye so I was sent to upstate ER to be seen by an dr there. Still only confirmed as bacterial conjunctivitis. Did not swab for fungal and still haven't. Infection did get better but I developed a keratitis which they say is viral. Cannot see out of the left eye very well, vision has been blurred for 3 wks now and still have infiltrates in both eyes. Was seen by 2 different drs since but none have tested for fungal keratitis. Used renu in march when I picked up a trial pack of contact lenses while waiting for the others to be ordered. Was seen by an "optomologist" again in april. None of the medical profession had heard of this outbreak at all in the month of march.